Manufacturer narrative:
Device evaluated by MFR. Device to sent back from the customer at the moment. Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Results: no definitive results at this time. Conclusions: no conclusion can be drawn at this time as device is currently in the process of being returned for eval.

Event description:
The MFR was notified on 09/12/2013 of carbomedics m7-033 mechanical valve that was explanted after 2 days due prosthetic dysfunction with mitral regurgitation. The explant occurred on (B)(6) 2013. A new mechanical valve was implanted (same model).